Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported patient's stimulation is shifting location in between reprogramming sessions and is no longer providing effective therapy in the target pain pattern. Reportedly, fluoroscopy imaging will be ordered as the next course of action to determine lead status. Follow-up identified the lead has migrated. Surgical intervention may be undertaken at a future date to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the lead was repositioned slightly right of the midline. Postoperatively, coverage is in the desired pain areas. The issue is resolved.